Event description:
Tip of sheath broke off while in patient, free floating on wire. Doctor was able to advance a balloon past tip and inflate to trap tip and remove tip from the patient without difficulty. Investigated with the rn and scrub tech on the team who informed the manager that the tip broke off during the trans-septal stick, but the doctor managed to retrieve it with the wire. We have retained the sheath and tip for risk and will contact the vendor to inform them. The team did not seem to think it was a physician error.